Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded multiple supraventricular tachycardia (svt) events, and the health care professional (hcp) observed right atrial (ra) signal undersensing. Device sensitivity was reprogrammed. Impedance and thresholds are in normal range. The patient's next follow-up is in two months to monitor atrial sensing. No adverse patient effects were reported. This product remains in service.